Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the euphora rx ptca balloon catheter survey results from an interventional cardiologist in practice 1 year. In the past 12 months the physician has used euphora rx 45 times and euphora rx (4.00 x 30mm) were used 1 stroke, 1 arrhythmia, and 1 hypotension/hypertension were encountered using the euphora rx product over the last 12 months and have previously been reported to medtronic. The following device complaints (malfunctions) were encountered in procedure when using the euphora rx product over the last 12 months: 1 deflation difficulty (previously reported to medtronic) and other balloon leaks which had impact on procedure but no clinical/patient impact.